Event description:
It was reported that during a sleeve procedure, on the first firing with a blue cartridge, the device completed the firing sequence. The device was removed from tissue and only one row formed. Also there were pieces of blue plastic from the cartridge. The surgeon over sewed the staple line. The surgeon fired the device 5 more times and completed the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)?1st. Echelon straight/flex: asku. What color cartridge was being used? Blue. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Damaged drivers, damaged one piece sled, damaged cartridge the analysis found that one reload was received with the cartridge body, one piece sled, and some drivers damaged. In addition, the reload was received with the left side fully fired and right side with the outer row fully fired and the two inner rows partially fired. The batch record was reviewed and no anomalies were noted during the manufacturing process.